Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 9 x 40 stent successfully implanted in the left internal carotid artery (lica) target lesion. The patient had no neurological deficit upon leaving the angiography suite post-procedure. There were no reported procedural complications, device deviations or adverse events reported prior to discharge. The patient was discharged sixteen days after the index procedure. An adverse event was reported to have occurred approximately one-year after the index procedure indicated that the patient expired. The event was reported to be unrelated to the study device/procedure. Additional information has been requested.

Manufacturer narrative:
The patient was asymptomatic for the study index procedure. The lica target lesion was reported to be: proximal, a 99% stenosis, 9.0 mm length, 8.0 mm reference diameter, mildly calcified, and eccentric. The lesion was not pre-dilated. A 6 mm angioguard embolic protection device was used for the procedure. A precise 9 x 40 stent was successfully implanted at the target lesion. The residual stenosis was 10%. The angioguard device was removed with no debris noted. The device remains implanted in the patient and is not available for inspection. Additional information will be submitted within 30 days upon receipt.

Event description:
The pt service rep assisting a (B)(6), male, pt, contacted zoll lifecor customer support to report that the pt's one battery wasn't lasting a full 24 hours. The pt received a replacement battery pack.

Manufacturer narrative:
Change in reportability. Additional information received indicated that: the patient had (B)(6) and expired due to complications of severe liver disease/liver failure. No autopsy was performed. The event was reported to be unrelated to the study device/procedure or any cordis product. Based on the additional information and the relationship of the adverse event to the study device/procedure provided by the study investigator, the adverse event is being captured as a non-complaint.